Event description:
Paramedics responded to a person in cardiac arrest. The device was used to deliver countershocks with standard paddles. According to the reporter, when the energy select knob was used to increase the selected energy, the knob broke off. A backup defibrillator was called for and used to transport the patient to the hospital. Patient outcome is unknown.